Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the intervention procedure. Based on the reported information, there was no allegation that a malfunction or deficiency of the liquid embolic material occurred during the procedure. Therefore, there is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Hemorrhage and neurological deterioration are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked events: 2029214-2017-00960 2029214-2017-00961

Event description:
Citation: ¿successful transvenous embolization of brain arteriovenous malformations using onyx in five consecutive patients¿ iruena kessler, md, phd. Roberto riva, md. Maria ruggiero, md. Monica manisor, md. Maher al-khawaldeh, md. Charbel mounayer, md, phd. Medtronic received report that after the third liquid embolic embolization procedure, the patient experienced a bleeding event after. The nidus was reported to have been reduced to 2.0 cm; however, right hemiparesis and aphasia persisted, which did progressively improved. Postoperatively, the patient was unchanged with mrs score = . The patient was reported to have under gone a forth embolization that was uneventful. Follow-up angiography at 6 months showed complete obliteration of the brain arteriovenous malformations (bavm).